Event description:
It was reported that there was a thrombus on the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient and positioned the was into the laa. It was noted that there was a thrombus that formed on the was. The physician pulled the was back and aspirated the thrombus out of the patient. The procedure was continued, and the physician positioned the was in the laa of the patient again. A 27mm wds was inserted and deployed twice in the patient, but did not meet release criteria. The physician switched to a 24mm wds and continued the procedure. The physician successfully implanted the closure device in the laa of the patient. After the closure device was released intracardiac echocardiography (ice) imaging noted a pericardial effusion. The physician performed a pericardiocentesis and removed 200ccs of fluid from the patient. The patient will be monitored and discharged from the hospital. There were no other complications that were reported to have occurred as a result of this event.